Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product defect or deficiency could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site, a condition that could interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose read "high" (>500 mg/dl or 27.8 mmol/l) less than a day after the pod was activated and that the cannula was out of his skin.